Manufacturer narrative:
Device discarded by hospital; no evaluation can be performed.

Event description:
The doctor was drilling the right side of the mandible when he noticed the drill bit was approx. 20mm shorter. After an x-ray was completed the doctor located the remaining part of the drill bit in soft tissue near the body of the ramus and removed it. The hospital discarded the drill bit. Patient's long term health was not compromised.